Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 30-jan-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was in retry mode. A technical support specialist (tss) dialed into the station and server, applied knowledge article "retry mode: insert into tx. Transactionsession" to perform full synchronization and rebooted the device to resolve the issue. Tss confirmed that the station was communicating and not in retry mode. Tss also verified the health sight viewer, and no more uploads retry error for the station. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station was in retry mode for two days. The customer reported that the station had entered retry mode again. There were no delay or adverse events or injuries reported based on this event.